Event description:
The patient underwent a thrombectomy procedure using a penumbra system separator flex 026. During the procedure, the separator broke inside the patient. The physician retrieved the device and no further complications were reported. There was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was discarded by the hospital.